Event description:
It was reported that a user newly trained on the ilet experienced fluctuating hyperglycemia and hypoglycemia while using the system, including a post-meal hyperglycemia to 336 mg/dl after announcing a usual meal 15 minutes into eating and a prior hypoglycemia to 57 mg/dl; the user also reported issuing meal announcements without eating and treating lows with multiple foods, leading to subsequent high readings. Symptoms included hyperglycemia and hypoglycemia without loss of consciousness, seizure, or diabetic ketoacidosis. Outcomes included use of oral glucose and food to treat hypoglycemia, user-directed corrective actions, and education on appropriate low treatment and avoidance of nonmeal announcements. Investigation included complaint review, technical and clinical support troubleshooting, and user education. Investigation of this case revealed improper use associated with nonmeal announcements and potential overcorrection of hypoglycemia while the algorithm was adapting, with no device alarms reported. It was concluded that the event was related to user technique and education needs rather than a device malfunction, and the user was advised on appropriate hypoglycemia treatment, to avoid fake meal announcements, and to consult the trainer regarding potential reset and follow-up. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.